Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, the customer stated that the event occurred during prime and no donor was connected at the time of the event and the procedure was not performed. Updated root cause: review of the rdf confirms the occurrence of the ¿inlet saline line was obstructed ¿alarm during priming of the disposable set. This alarm indicates that the inlet saline line was occluded. In response to this alarm, the operator proceeded to select ¿retry¿ numerous times; however, this button was disabled because the pressure remained too high in the inlet line and the only option for the operator was to unload the disposable set. Upon inspection of the returned set, it was observed that the inlet saline line roller clamp was closed while the return saline line roller clamp was open. Therefore, the closed roller clamp on the inlet saline line was likely the cause of this alarm. Had the operator opened the roller clamp after the alarm occurred, the pressure in the inlet line would have dropped below the limit and they would have been able to proceed. The ph and fourier transform infrared spectroscopy (ftir) analysis of the solution in the inlet saline line also confirmed that the contents are consistent with the characteristics of those ofacda instead of saline solution.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The collection set was returned for investigation. Upon visual inspection, it was noted that prime fluid was present in the green saline spike drip chamber, associated tubing, and sterile barrier filter. The orange ac spike drip chamber, associated tubing, and sterile barrier filter did not show any signs of fluid and were dry. Fluid had not yet circulated into the cassette or inlet coil. Prime solution bags were not returned with the collection set. No kinks, occlusions or flow issues were found during evaluation. Visual inspection performed on the remainder of the set for kinks, occlusions, missing parts, mis-assembly or leaks which may have contributed to the reported incident did not reveal any abnormalities. All pressure sensors were inspected and determined to be functioning properly. The prime fluid that was present in the green saline spike drip chamber and tubing was tested and confirmed that the solution in the ac line is consistent with the characteristics of those of a cda solution. This evidence suggests that during the ac prime stage of the procedure, the green saline spike was connected to the ac bag, rather than the orange ac spike. The spectra optia operator's manual, it directs the operator of the proper manner and sequence to connect solutions. Investigation is in process. A follow-up report will be provided.

Event description:
The customer returned a used collection set for evaluation after having anticoagulant (ac)prime issues during set up for a collection procedure. Upon evaluation of the returned set,terumo bct discovered that the prime fluid that was present in the set was ac instead of saline, indicating that the saline spike was connected to the ac bag rather than the saline bag. Patient outcome and information are not available at this time.

Manufacturer narrative:
Updated root cause: the alarm occurred because the pressure detected exceeds a specified limit, indicating that the inlet saline line was occluded. Evidence obtained through physical part evaluation and the procedural run analysis suggests that during the ac prime stage of the procedure, the green saline spike was connected to the ac bag, rather than the orange ac spike. Additional information a retraining was conducted at the customer's site by a terumo bct clinical specialist regarding this incident.

Manufacturer narrative:
Investigation: the run data file (rdf) was analysed for this event. Per the rdf, the failure occurred during prime, prior to the donor being connected. Root cause: review of the rdf confirms the occurrence of the ¿inlet saline line was obstructed¿ alarm during priming of the disposable set. This alarm indicates that the inlet saline line was occluded. In response to this alarm, the operator proceeded to select ¿retry¿ numerous times; however, this button was disabled because the pressure remained too high in the inlet line and the only option for the operator was to unload the disposable set. Upon inspection of the returned set, it was observed that the inlet saline line roller clamp was closed while the return saline line roller clamp was open. Therefore, the closed roller clamp on the inlet saline line was likely the cause of this alarm. Had the operator opened the roller clamp after the alarm occurred, the pressure in the inlet line would have dropped below the limit and they would have been able to proceed.